Event description:
This event is being reported to the FDA as a part of proactive quality plan undertaken by transmedics inc. The reportable malfunctions under this quality plan represent <0.2% of all ocs transplants. After priming and instrumentation of the donor liver, a loud knocking sound was heard from the pump and there were fluctuations in pump flow. Multiple troubleshooting attempts were conducted but the pump flow remained low and could not be increased despite these efforts. The liver was declined by the recipient transplant surgeon. The ocs console was returned to transmedics but the perfusion module was discarded. Based on transmedics' evaluations, the reported condition of the fluctuating pump flow could not be isolated to an issue with either the pump driver or the console, therefore, it is believed that the issue was likely caused by a defect in the perfusion module. Even though the module was not returned, further investigation into what caused these flow drops identified the most likely cause was out of specification valve ball within the one directional flow valve.